Manufacturer narrative:
The device was received for evaluation. Visual inspection of the pump observed that the direction of flow label was missing. The direction of flow label requires replacement and case shimming will be performed to address this issue. A service history review indicates the device has not been serviced within the last 12 months and there is no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, it was observed that the direction of flow label was missing. No additional information is available.